Manufacturer narrative:
Block b3: exact date unknown, event occurred five months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6). Product family: scs-lead fixation: upn: m365sc43180; model: sc-4318; serial: na; batch: 31735105.

Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site as well as where the anchor was placed. It was also noted that the patient had inadequate pain relief. The physician suspected that the patients anchor broke which resulted to protrusion of the skin. The patient underwent a revision procedure where the ipg, leads and anchor were replaced. The patient was doing well postoperatively. The explanted devices were not returned as they were kept by the medical facility.